Event description:
The customer reported on (B)(6) 2014 his blood glucose reached 14.0 mmol/l (252 mg/dl) and he gave himself a correctional bolus of insulin (exact dosage was not provided). Upon inspection, he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kink cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.